Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator lock failed and required multiple hardware recoveries. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the services had been completed. Also, fse advised the user to list of failure counts of the tower latches for reference and will be replaced during the preventive maintenance. The system functioned as intended.